Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low-energy pulse delivered during testing) has been confirmed in the download data from the distributor, but was unable to be duplicated during troubleshooting. The monitor passed all incoming functional testing. The cause for low-energy pulse delivered at the distributor was isolated to a cracked r84 resistor on the defibrillator pca. The root cause for the cracked resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.